Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This initial spontaneous report originating from the united states was received from an other healthcare professional via a company representative referring to a female patient of unknown age. Information regarding the patient's pertinent medical history, concurrent conditions and concomitant medications were not provided. This report concerns 1 device and 1 patient. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) (lot# and serial # were not reported) for postpartum hemorrhage. It was reported that the physician did not insert vacuum-induced hemorrhage control system (jada system) at the correct time, based on the algorithm (product administration error), and that the result was due to user error. Per report, physician did not utilize vacuum-induced hemorrhage control system (jada system) until after using bakri. The patient was in full blown hemorrhage (device ineffective) (also reported as no issue with vacuum-induced hemorrhage control system (jada system)), and physician removed the vacuum-induced hemorrhage control system (jada system) and performed a hysterectomy. Product was not available for retrieval. No additional adverse event (ae) reported, no product quality complaint (pqc) reported. The event device ineffective was considered to be serious as it required intervention. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f) 4625 additional surgery (surgical intervention that was not planned and needed to be performed in addition to other interventions including surgical ones).